Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touch screen failed calibration. There was no patient involvement.

Manufacturer narrative:
This is a duplicate of emdr #2031642-2017-02101.